Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that although it was not known at the time of priming, when a patency check was conducted upon removal of the stylet after catheter placement in the vascular system, a hole was found several centimeters below the stylet. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl groshong catheter w/ inlaid stiffening stylet. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed on the catheter tubing between the proximal end of the catheter and the 60 cm depth marker. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.